Event description:
A police first responder attended to a person described as in cardiac arrest. The arrest was witnessed and bystander CPR was in progress when the device was connected to the pt. According to the reporter, the device alarmed continuous motion when the analyze button was pressed (3 times). Paramedics arrived, the pt was defibrillated with a backup device, resuscitated and transported to the hosp.